Event description:
It was reported that the patient presented for follow-up. Upon device interrogation loss of capture was noted on the left ventricular lead. A subsequent chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings.